Manufacturer narrative:
Continuation of d10: product ID enveor-n, (lot: 0009729072); product type: 0195-heart valves; product ID ls-mdt2-2629, (lot: 0009371141); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) revealed mild to moderate aortic regurgitation. It was observed that the valve had hardened equivalently on the right coronary cusp and left coronary cusp, and mobility had disappeared. There was also increased brightness on the tee.  Arteriosclerotic changes were suspected at effective orifice area 1.46 cm squared. The maximum velocity was 4.38 m/s.  A follow up tee was scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.